Event description:
Mucus trap was used on a newborn by respiratory therapy. A total of 3 traps were used and each time the trap allowed the meconium stained fluid to pass through the filter and enter the suction tube and into the mouth of the therapist. The therapist since has begun his hepatitis b immunization series. These traps are to be for mouth and wall suction and also hydrophobic filter. This episode was reported to the co and several traps were sent to them for further testing.